Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the company representative (rep) wanted a safety check on the volumes for a catheter revision. Rep already did an mpxr and had no time to report anything more.